Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) han an increase in gas circuit. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) confirmed the issue. Replacement of pim ((B)(4)) and fill manifold, helium reservior ((B)(4)) due to leaks in these sectors of the circuit. Sensor calibration. Functional testing. Equipment suitable for clinical use.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an increase in gas circuit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.